Event description:
A report was received that the patient had a non-device related weight loss in which the skin around the ipg site had eroded. The physician opted to explant all device components and implant new ones as the leads were bundled up behind the ipg site. The patient's ipg had been replaced as it was exposed to an open air due to actual break in the skin. The ipg was moved from the patient¿s back to the left upper chest of his body. The patient was doing fine after the procedure and device malfunction was not suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial / lot #: (B)(4), description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.